Event description:
It was reported the distributor was performing repairs on the tdxsp-mcg powered wheelchair when he smelled a burning smell. The distributor was tried to disconnect the cables within the chair; however, the chair sparked and the unit caught fire. The distributor noted the cables were allegedly warm to the touch prior to disconnection. The fire was successfully put out with a fire extinguisher. The battery was then immediately disconnected. The distributor noted he received a small, coin-sized burn on his leg and foot; however, he did not seek medical attention for the burn. The severity and/or degree of the burn was not provided.